Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: the surgeon inserted the device into the cavity and opened the pouch. The pouch had been torn. A new device was opened to complete the procedure. No pt harm.

Manufacturer narrative:
(B)(4).